Manufacturer narrative:
(B)(4).

Event description:
Received information, the patient's lead had migrated. During revision surgery, the lead anchor was found loose on the lead. The physician noted, the silicone sleeve had separated from the titanium insert and the anchor did not "hold" the lead. The lead and anchor were removed and replaced. There was no patient injury and the patient is now receiving good stimulation.